Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. Impella cp and 14fr x 25cm dilator were returned for evaluation. Upon visual inspection, the clear locking plastic cap was missing from the dilator and found around the catheter of the impella cp. No cracks or signs of excessive force were observed on the dilator or clear plastic ring. Clinical details noted that when removing the dilator from the peel-away introducer, the clear plastic locking ring remained on the introducer and became separated from the dilator. The clear ring remained around the impella catheter after insertion and the repositioning sheath was inserted through the catheter without issue. The root cause of the introducer damage could not be definitively determined as no failures were found on the returned product and the issue was unable to be reproduced. D.9. Device returned to manufacturer date added h.6. Component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30227.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella cp support. It was reported that the separation of the dilator left the clear threaded locking plastic in place in the orange peel away sheath. The cp was able to be inserted without issue. Removal of the peel away was done, but the clear locking plastic was unable to be removed. The only option to remove would have been to remove the impella completely. That was not an option, so the decision was made to advance the repositioning sheath into the clear locking plastic. The repositioning sheath was able to be properly positioned without causing bleeding or discomfort to the patient. There was no patient harm.